Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that after the poba, the rx vision 3.5 x 23 mm was delivered toward the lesion. It was inflated three times, but it seemed the stent had not expanded. Then, the dislodged stent was found on a tray. It is assumed that the stent dislodged when the protective sheath had been removed during preparation. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The stent implant was returned dislodged from the sds and in a plastic container. The stent implant was lightly smashed in the middle portion. There was no other damage noted to the stent implant. The balloon was loosely folded. There were slight crimp marks on the balloon between the markers. There was damage noted to the sds. The protective sheath was not returned. A laser micrometer was used to measure the stent implant outer diameter. The outer diameters did not meet manufacturing criteria. The outer diameters were oversized. Product performance engineering reviewed the incident info and analysis of the returned vision sds. It was reported that in an ami case, after pre-dilation, the sds was delivered to the lesion and inflated three times. However, it was thought that the stent did not deploy and it was discovered that the stent had dislodged and was found on a tray. It was assumed the stent dislodged during the protective sheath removal. It should be noted that the instructions for use (IFU), in the inspections prior to use section, states, "prior to using this device, carefully remove the system from the package and inspect for bends, kinks, and other damage. After removing the mandrel, remove the protective sheath carefully while holding its distal end. Verify that the stent does not extended beyond the radiopaque balloon markers. Do not use if any defects are noted." Analysis of the sds confirmed that the stent was dislodged from the balloon. Blood was visible in the guide wire lumen and contrast was visible in the inflation lumen and loosely folded balloon. This is consistent with the reported info that the device was prepped for use, inserted into the body, and pressurized. Slight crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. (The crimp marks would be less defined on the balloon after being inflated.) The stent implant outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture, and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. The protective sheath was not returned for analysis, which may have assisted in the investigation. Based on the incident info and analysis of the returned device, a conclusive root cause for the reported and confirmed stent dislodgement could not be determined. There does not appear to be a product quality issue. The lhr was reviewed and no non-conforming material reports were issued for this part/lot number combination that could have contributed to the incident and all on-line inspections and testing met manufacturing criteria. This MDR is considered closed by the product performance group.